Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine concentration not reported, at 4mg/day. The indication for use was non-malignant pain. An infection was reported following a catheter replacement. The patient experienced headache and swelling near the catheter implant site. The infection was confirmed. A gram stain was done in the operating room. The physician removed all components. No components of the system were saved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.